Event description:
It was reported that no audio output occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. D: device identification - correction. D9: device availability ¿ additional. G3: date received by manufacturer - additional. H2: additional information - additional / device evaluation / correction. H3: device evaluated by manufacturer ¿ additional. H4: device mfg date - correction. H6: type of investigation ¿ additional. H6: investigation findings - additional. H6: investigation conclusion - additional.

Event description:
It was reported that no audio output occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and failed due to failed audio test and failed serial number verification. A manual sound test was performed and failed due to speaker installed tilted. The speaker resistance was measured and passed. An internal visual inspection was performed and failed due to assembly error. The receiver log was downloaded and reviewed finding error related to the complaint. The allegation was confirmed. The probable cause was determined to be assembly error. No injury or medical intervention was reported.